Manufacturer narrative:
This report is being submitted to correct the common device name field (d2a) and pro code (product code) field (d2b) in section d, suspect medical device.

Event description:
It was reported that the patient with this implantable device experienced hematoma. As of this time, this implantable device remains in service. No adverse patient effects were reported. Additional information indicated that this implantable device was a cardiac resynchronization therapy defibrillator (crt-d). This crt-d along with the patient was not checked and no intervention was done.

Event description:
It was reported that the patient with this implantable device experienced hematoma. As of this time, this implantable device remains in service. No adverse patient effects were reported.